Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan.

Event description:
When attempting to place a smart control stent in the common iliac artery a large resistance was felt during deployment and the stent was deployed in an unintended location. The pt was male. The target lesion location was the common iliac artery to the superficial femoral artery (sfa). The vessel was moderately calcified, mildly tortuous and 80% stenosed. The product was properly inspected and prepped and no anomalies were noted. Approach was made from the contra lateral side. There was no difficulty advancing the stent delivery system (sds) over the guidewire, to the lesion. The locking pin was in place during advancement. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment. When the physician attempted to place the smart control stent in the common iliac artery after a 6mmx8cm smart control was placed in the superficial femoral artery, and a 8mmx6cm in the external iliac artery, a large resistance was felt when the stent (complaint product) was released, and the stent was placed distal to the intended target site and inside of the 8mm stent which was placed in the external iliac artery previously, like a stent-in-stent. It was noted that the locking pin was removed before attempting to deploy the stent. An additional 10mmx6cm stent was placed to cover from the beginning of abdominal aorta to the common iliac artery. It is unk if the stents were post-dilated. The whole target lesion was treated successfully without any pt injury.